Event description:
The device was returned to the manufacturer for "disposal only." The device was implanted for less than 10 months. No pt symptoms or outcome were reported.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.